Event description:
The customer reported the display was defective.

Manufacturer narrative:
(B)(4). The customer reported the display was defective. A philips representative evaluated the device and was able to duplicate the reported symptom. Replacing the display resolved the issue.